Manufacturer narrative:
Health (B)(4) incident report reference no (B)(4); submitted to health (B)(4) by the patient. (B)(4). The complaint device was implanted and is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a procedure performed on (B)(6) 2018. On (B)(6) 2018, the patient began to experience back pain, pain on the right buttock, hip, groin, leg and knee. Subsequently, the patient experiences difficulty using the stairs and standing or sitting for a long time, and walking properly. The patient added that she cannot go for a walk/brisk walk and is limping.